Event description:
It was reported that the device was found in backup mode due to a telemetry break during a firmware update. Abbott technical support was contacted and recommended reprogramming, which was performed to resolve the event. The patient was stable and there were no adverse consequences.